Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2022-02633. It was reported that the patient was asymptomatic. It was noted that the atrial lead was not capturing. Imaging confirmed the atrial and right ventricular lead had pulled back due to twiddler's. The system was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodged due to twiddler¿s. A complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension was within specification.